Event description:
It was reported that post-operatively to a cryo ablation procedure, a chest x-ray showed pleural effusions with pulmonary venous congestion. Ten months later the patient arrived to the hospital with abdominal pain and nausea. The patient also reported difficulty sleeping. A blood test showed the patient's brain natriuretic peptide (bnp) and troponin levels were elevated. A chest x-ray was performed and showed bilateral pleural effusions again with pulmonary vein congestion as well as cardiomegaly. An abdomen and pelvis computed tomography angiography (cta) were performed and showed no acute process but diverticulosis and bilateral pleural effusions with infiltrative opacities in the lung. A loop diuretic was administered intravenously. An echocardiogram was performed and showed a mildly reduced left ventricle ejection fraction and indeterminant diastolic dysfunction. An electrocardiogram was performed and showed abnormal results. Another blood test was performed and showed slightly alkaline potential of hydrogen levels and a low red blood cell count. The patient was hospitalized for one day. A potassium supplement was administered orally and the patient's home loop diuretic dose was increased. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that, three weeks post-operatively, the first x-ray was performed and showed small right pleural effusion with right basilar atelectasis. The patient was started on a loop diuretic, that was later increased in dosage, and the patient did not experience a worsening of symptoms. When the patient arrived to the hospital ten months later for the previously reported symptoms, an electrocardiogram (ECG) was performed and supra ventricular tachycardia (svt) was found. The svt was treated with cardioversion and a calcium-channel blocker, and recovered the following day.